Event description:
It was reported that the patient with this neurostimulator experienced a burning sensation in their leg and the stimulation was causing an exacerbation of the patient's sciatica. The patient was very dissatisfied with snm therapy for the treatment of urinary urge incontinence and fecal incontinence. The device was explanted. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201. Model description: tined lead. UDI: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, fecal and incontinence, urinary were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced a burning sensation in their leg and the stimulation was causing an exacerbation of the patient's sciatica. The patient was very dissatisfied with snm therapy for the treatment of urinary urge incontinence and fecal incontinence. The patient attempted to turn the device off and adjust their programming, but the pain continued. The device was explanted due to recurrent pain. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201. Model description: tined lead. UDI: (B)(4). Corrections: updated d6b. Updated b5. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, fecal and incontinence, urinary were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.